Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient reported a decrease in performance and poor sound quality. The patient also previously experienced swelling over the implant package, which resolved spontaneously without associated symptoms (e.g., pain or redness), and later developed a facial twitch considered unrelated to stimulation. Reprogramming attempts were performed; however, the issue persisted.